Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen appeared oily with blotting that blocked the graphics and text. Additionally, the customer experienced difficulty with touchscreen responsiveness. Customer's blood glucose was 124 mg/dl. Reportedly, customer continued to use the pump for insulin therapy and manual injections as alternate insulin therapy.